Event description:
41 year old female with bilateral silicone breast implants performed approximately 13 years ago ago by dr. Left breast implant leaked and became infected and was removed on 6/24/93. Admited to the hospital on 7/8/93 for aggressive treatment of infection, with good results. Discharged 7/19/93. On 7/20/93 notified the physician that the right breast was tendor and changing in size. Taken to the operating room on 7/20/93 and right breast implant removed.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.